Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified opening crease sharp on posterior, striated punctured on radius, non-penetrating nicks, creases fold, wear abrasion, stress marks, sharp opening on posterior and smooth opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a smooth opening on posterior due to smooth opening a sharp opening on posterior due to an unidentified (tear) opening. A striated punctured on radius due to surgical damage like consist in the use of some surgical tool. An opening crease sharp on posterior due to fold flaw opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.